Event description:
It was reported by the healthcare provider that approximately three months following implant of the pacemaker system the patient developed pain in the left subclavian chest wall, accompanied by fever. The patient was hospitalized multiple times and determined to have an infection of the tissue around the pacemaker site, as well as a lung infection. It was noted that staphylococcus aureus was cultured (culture site not specified), and ultrasound revealed inflammation around the pacemaker implant site and computed tomography showed inflammation in the lungs. At that time, the patient was treated and discharged from the hospital. In (B)(6) 2024 the patient again experienced left chest wall pain and fever and was readmitted to the hospital. On (B)(6) 2024, the patient agreed to send the pacemaker to the catheter room for debridement and suture of the pacemaker pocket and removal of the pacemaker lead (model and serial number not reported). The wound healed well after procedure.